Event description:
It was reported that the insulin pump had unresponsive keypad; when the customer pressed a button to deliver a bolus, the numbers started scrolling up on their own. The keys of the device are stuck. The customer's blood glucose was 180 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.